Event description:
The patient swallowed the capsule sometime in 2008 at 7:14 a.m. After undergoing prep with halflytely (which is the standard sb prep at that facility). The patient seemed well, but that afternoon at about 2:45, she developed shortness of breath. Her condition worsened and she was taken by ambulance to the hospital where she died. No post mortem examination is planned.

Manufacturer narrative:
The physician involved stated that the medical device or potential interference from the pillcam sb capsule was not related to the cause of death. Instead, it was felt to be the patients severe underlying heart disease, which was an active problem prior to the capsule endoscopy procedure. The physician strongly believed that the reason for patient death was a myocardial infarct, due to the history of severe heart disease. In addition, the ce was performed in a patient with an implanted electromedical device, which is a contraindication. Given imaging has requested the copy of patient's video for internal evaluation.